Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: there was a tear on the keypad located at the ok button. During testing the up and contrast buttons were found to be intermittently unresponsive. Contamination was found underneath the contacts of the up, down, and contrast buttons. Unrelated to the keypad issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.